Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. It was reported that the physician was not able to get access for a left ventricular (lv) lead and the patient started to thrash around causing the implanted rv lead to dislodge. Moreover, the rv lead impedance changes and loss of capture was noted. This rv lead was explanted. No additional adverse patient effects were reported.